Event description:
It was reported that during a pci procedure, a stent dislodgement occurred. The 90% stenotic lesion was located in the moderately tortuous mid left anterior descending (lad) coronary artery. The physician noted that the stent was not on the delivery device. Upon removal of the stent delivery system it was confirmed that the stent had dislodged. The stent was found outside of the patient inside the y-connector. The stent was never introduced into the patient. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good." Additional information regarding this event has been requested.